Manufacturer narrative:
E1 - phone number- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a loose connection in the cable during an inspection for use involving an olympus autoclavable camera head. There was no patient involvement.